Manufacturer narrative:
Block e1: initial reporter's city is (B)(6); reported here as city exceeded character limit for designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a tumor in the pancreas and an obstruction in the duodenum during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was able to unfold as intended. However, when the second flange was deployed, it was unable to be released from the delivery system. The physician attempted to release the stent by pushing the delivery system and pulling on the endoscope at the same time. Consequently, the stent was deployed in an incorrect location and was removed with grasping forceps. Another axios stent was placed via the puncture site and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was placed transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a tumor in the pancreas and an obstruction in the duodenum during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to unfold as intended. Subsequently, when the second flange was deployed, it was unable to be released from the delivery system. The physician attempted to release the stent by pushing the delivery system and pulling on the endoscope at the same time. Consequently, the stent was deployed in an incorrect location and was removed with grasping forceps. Another axios stent was placed via the puncture site and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was placed transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunostomy procedure.

Manufacturer narrative:
Block e1: initial reporter's city is villingen-schwenningen, baden-wurttemberg; reported here as city exceeded character limit for designated field. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. The stent was received fully deployed and expanded. Visual inspection found that the inner sheath was kinked. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported events of stent positioning issue and stent difficult or slow to expand because the stent was received fully deployed and expanded and the reported event of stent difficult or slow to expand cannot be replicated in the laboratory of analysis. The additional observed event of inner sheath kinked was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was placed transgastric to the jejunum during a gastrojejunostomy procedure. However, the IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture". Additionally, stent positioning issue is noted within the manufacturer's labeling as a potential adverse event associated with the use of this device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.